Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the tubing after delivering 40 units of insulin. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer loaded a new cartridge and performed the fill tubing process again. Insulin was then observed after filling the tubing with 17 units of insulin.